Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Multiple requests were made by philips for evaluation and resolution data. As of (B)(6) 2015, no further information has been provided.

Event description:
The customer called philips because of further corrective maintenance required for the device. There was no specific reported malfunction for the device. There was no report of patient involvement.